Manufacturer narrative:
Additional information received: the lesion was pre-dilated. No resistance was encountered when advancing the device and no force was used to deliver the stent. No further intervention is planned to remove the dislodged stent from the radial artery.

Event description:
It was reported that the physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a lesion in the lad with moderate vessel tortuosity. The device was reported to have been removed from packaging as per IFU and inspected prior to use with no issues noted. It was reported that the device only partially inflated (12atm) with inflation of the proximal end of the stent but not from the distal. It was reported that one day later an attempt was made to explant the stent but it failed to be removed from the body and is reported to be still lying at the puncture site of the radial artery. It was advised by the physician that there is no harm to the patient.

Manufacturer narrative:
(B)(4).